Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the up, down, and ok buttons were intermittently unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 03/26/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2014 with the following findings: testing confirmed that all of the keypad buttons were responsive and functional. The keypad had no visible sign of damage and there was no evidence of contamination or anomolies on the button contacts. When the pump was opened for investigation, there was no damage or contamination found relating to the keypad connector. The alleged issue with a delayed or unresponsive keypad could not be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).